Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment (specific date not reported). Subsequently, the patient was placed under general anaesthesia on (B)(6) 2023, for a skin revision surgery and removal of the abutment. The implanted device remains.